Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: it looks like the base of the grip is broken off from the force amp pulley and the entire grip is dislodged from its normal position as a result. There doesn't appear to be any missing pieces but the instrument would need to be returned to confirm.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer noted the tips of the force bipolar instrument were broken. No fragment fell into the patient. A backup da vinci instrument of the same kind was used. The procedure was completed with no patient harm, adverse outcome or injury with no delay. Intuitive surgical, inc. (Isi) received additional information from the reporter: no portion of the instrument tip broke off or had a missing piece. The customer provided an image of the defective instrument for review. It is unknown if there was any collision with other instruments or tools. The jaws were not stuck on tissue when the issue occurred. There were no difficulties to remove the instrument through the cannula.

Manufacturer narrative:
The force bipolar instrument was analyzed and found to have bent grip tips. The offset at the tips was 0.56mm. The grips were not found to be cracked. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was not confirmed by failure analysis.